Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ of the operator's manual: "[inspection of the endoscope] 4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff. 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had light jump into the endoscopic image (flare). Inspection and testing of the returned device found the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a chip on the objective lens, flare/ghost occurred, the connecting tube had coating peeling (1mm2 or more), due to a pinhole on the bending over section, water tightness was lost, the adhesive on the bending over section was detached, due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The objective lens was shaved, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.